Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Primary surgery - drill 2.5 center drill hole into the glenoid then over drilled w / 3.2 drill (because of hard bone). Then 6.5 tap was used then we put the b.p. Down 1/2 way tried to remove it. There was a 30 minute delay in surgery due to this.

Manufacturer narrative:
See d4 expiration date. The agent reported "(drill 2.5 center drill hole into the glenoid then over drilled w / 3.2 drill (because of hard bone). Then 6.5 tap was used then we put the b.p. Down 1/2 way tried to remove it. Added email dtd 11/20/2024 because the bone was so hard we over drilled the hole to 3.2 mm then ran the tap down. After removing the tap, we then tryed to put the baseplate in. About 1/2 way down the base plate stopped moving forward. Dr then tryed to remove it and the 6.5mm main screw broke off. That portion did stay in the patient. Then we started over in a new location. We drilled the 2.5mm first then 4.0 mm after that. The 2nd baseplate was used and the rest of the case went great. Female, 71). The baseplate main screw that broke off was left in the patient, see product feedback form sec. D-4, and the remnants of the baseplate was not returned to surgical for evaluation. This event occurred during the primary surgery near the patient. The components were inspected prior to surgery. There was another suitable device available, however, the incident did cause a 30 min. Delay in surgery. There was no risk or adverse event reported and the surgery was completed as intended. Surgical components condition can be determined while being used for its intended purpose. This does not indicate a product deficiency, failure, or issue. No further action is deemed necessary at this time. A review of the device history record(s) shows that the reported component, when released for use, met design and manufacturing requirements. There were no nonconforming material reports associated with the product(s) that may have contributed to the reported event. The device(s) was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device(s) showed no present trends or on-going issues that are needing a review. This is the first complaint against lot number: 866c3342 across all complaint categories inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The primary surgery was completed successfully. The root cause for this complaint is that the baseplate screw broke off when attempting to remove it because it wasn't fully seated. The condition of the bone, and preparation prior to the installation of the baseplate, may be contributing factors to the broken main screw. There are multiple factors that are outside of the control of djo surgical that may contribute to an event.